Event description:
A report of the pt's precision system that was explanted due to infection at the pocket site was received. Pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore they will not be returned for evaluation.